Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2023. During the procedure, it was noticed that there were multiple bands deployed prematurely and unintentionally. The procedure was completed with another speedband superview super 7. It was not reported if there was difficulty experienced upon setting up the device as they were comfortable using the bander. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Section e: this event was reported by the sales representative. The healthcare facility is: western wisconsin health 1100 bergslien st, baldwin, wi, 54002 united states phone:+1(715)684-3311 .block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.